Manufacturer narrative:
.

Event description:
It was reported that during a procedure for an in-stent restenosis, a partial detachment of the atherotomes occurred. The 70% stenosed, 6mm lesion being treated was located in the proximal left renal artery. No calcification or tortuosity was noted. The unspecified stent was placed in 2005. The 6 x 12mm ultra2 cutting balloon was inflated to 10 atms for 5 minutes. Following this inflation "tissue" was noted distal to the stent, and the physician elected to place another manufacturer's 7 x 15 mm stent to cover this "tissue". Upon removal of the cutting balloon, it was noted that the blades were partially detached from the balloon. No patiet complications were reported, and the procedure was completed with this device. Patient status was reported as 'okay'.